Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range electrodes of the right lead. The right lead was removed, and a new one was implanted with no report of patient harm or injury. A review of the post-initial images showed that the tunneling was done to the top of the strain relief pocket, which led to an inverted strain relief loop, causing fatigue to the lead.

Manufacturer narrative:
Mml ref # (B)(4). The lead assembly was returned for analysis. The out-of-range was not confirmed. However, a visual inspection of the explanted lead assembly confirmed both green coil wires were fractured.

Manufacturer narrative:
Mml ref # (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to the progression of out-of-range electrodes of the right lead. The right lead was removed, and a new one was implanted with no report of patient harm or injury. A review of the post-initial images showed that the tunneling was done to the top of the strain relief pocket, which led to an inverted strain relief loop, causing fatigue to the lead.